Event description:
Patient was dislocating. Update: this is a clinical patient, report states that the insert had poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation could not draw any conclusions about the reported event based on the newly provided information. No evidence was found indicating product error was a contributing factor. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.